Event description:
It was reported that the user experienced an alert for consecutive stalled motor during a supply change and later was unable to see drops during priming, with a leaking cartridge noted after the user had reused a cartridge; the user utilizes a steel infusion set and reported no changes in blood glucose. Customer care provided support that included guided dry runs, and a full supply change that resulted in successful insulin delivery. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem and device component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established.